Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 9:00 a.m. 23 mmol/l. 9:01 a.m. 10 mmol/l. 9:02 a.m. 8 mmol/l.